Event description:
Healthcare professional reported via regulatory agency a right side rupture. The device has been explanted.

Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). (B)(4). Device photo evaluation: visual analysis of the photographs identified: through the video provided, it is not possible to determine the lot number and catalog. Broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, e1, h6.

Event description:
Healthcare professional reported via regulatory agency a right side rupture. The device has been explanted.